Manufacturer narrative:
H3: analysis was not conducted at this time; however, when analysis is completed, an additional rr will be submitted. Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type lead product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the stimulation was not covering the patient¿s pain. The patient stated that the pain was ¿killing them¿ and it felt like they didn¿t have anything on. The patient reported that the stimulation has never covered their pain and they want to have the ins reprogrammed. No further complications are anticipated.

Manufacturer narrative:
Product analysis pli# 10 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.